Event description:
It was reported that fiber and debris shield burned two times in a row during treatment. It was also reported the console emitted a bang sound and had a smell of burning. No patient involved in this event.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse confirmed the lens cell was defective and required replacement, proceeding to perform the replacement and after this, no further issues were identified during service, and the console was confirmed to be fully functional. It is likely that the damage to the component mentioned before could have affected the device performance, leading to the reported event. The reported complaint was confirmed. The lens cell assembly was returned. Upon receipt of the lens cell assembly at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the lens cell assembly it to be in overall good condition. Electrical connections were in good condition. It appeared that the lens was damaged as there was something covering it. There was no functional testing performed on the lens cell assembly.

Event description:
It was reported that fiber and debris shield burned two times in a row during treatment. It was also reported the console emitted a bang sound and had a smell of burning. No patient involved in this event.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse confirmed the lens cell was defective and required replacement. The lens was replaced, and no further issues were identified during service. The console was confirmed to be fully functional. The lens cell assembly was returned. Upon receipt of the lens cell assembly at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the lens cell assembly was in overall good physical condition. The lens, however, appeared to be damaged. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint. Section 3(e) occupation: corrected.

Event description:
It was reported that fiber and debris shield burned two times in a row during treatment. It was also reported the console emitted a bang sound and had a smell of burning. No patient involved in this event.